Event description:
It was reported in the middle of the procedure when the implant was opened from the packaging, an inconsistency was noted in the loops, the surgeon generated tension to see if it could be resistant during the procedure, but it fractured. Therefore, another implant was used to complete the procedure. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: colombia. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event for suture loop inconsistency is unable to be confirmed. Visual examination of the returned product identified 2 suture groups were returned. One suture group was returned with the button attached and the sutures ends are frayed and damaged, indicating attempted use. The second suture group was returned without the button attached, indicating attempted manipulation. Both suture groups were laid out and determined to be knotted appropriately during manufacturing. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.